Event description:
The customer reported that the system would not boot up. There is no report of death or serious injury associated with the complaint.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The failure could not be duplicated. The rtos board was evaluated and replaced. The system was tested and found to be working as intended and put back into service.